Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01308. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for strength and ductility and they met the requirements.

Event description:
It was reported that a patient underwent a laceration repair of the hand on (B)(6) 2011 and suture was used. The needle broke during use. The patient underwent another procedure to remove the needle pieces.